Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: synthes rep. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, one (1) t8 55 mm stardrive screwdriver shaft and one (1) t4 50 mm stardrive screwdriver shaft had an unreadable batch and serial number. Star drive portion were twisted and did not hold the screw. There was no patient involvement. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity # 1). This complaint involves two (2) devices. This report is for one (1) stardrive screwdriver shaft t8 55 mm. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.h3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. G4: the incorrect g4 date was inadvertently utilized in initial medwatch. The correct date is july 26, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G4: the incorrect g4 date was inadvertently utilized in follow-up medwatch mwr- (B)(4) . The correct date is july 20, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: it was reported that on (B)(6) 2019, one (1) t8 55 mm stardrive screwdriver shaft and one (1) t4 50 mm stardrive screwdriver shaft had an unreadable batch and serial number. Star drive portion were twisted and did not hold the screw any longer. There was no patient involvement. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity # 1). This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the stardrive screwdriver shaft t8 55mm (p/n 314.453; lot 3701674) was received showing a portion of the distal tip twisted and the etching(part # & lot #) was faded. No other issues were identified with the returned components of the device.the device failure/defect of twisted distal tip and the faded etch was identified during the investigation.the device failure/defect of twisted distal tip and the faded etch was identified during the investigation. Dimensional inspection: dimensional inspection of the distal tip could not be conducted due to post manufacturing deformation of the tip. Document/specification review: the relevant drawing, reflecting the manufactured and current revision, were reviewed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A review of the manufacturing record evaluations was not able to be performed for the finished device as the lot number was not visible or able to be read. Conclusion: the complaint condition is confirmed for the stardrive screwdriver shaft t8 55mm (p/n 314.453; lot 3701674) as a portion of the distal cutting profile tip was observed to be twisted and the etch was faded. While no definitive root cause could be determined, it is possible that the excessive torque/force was used during screw insertion, resulting in the twisted tip and possible maintenance issue for etch fading. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: product code: 314.453 , lot number: 3701674, manufacturing site: haegendorf, release to warehouse date: 25. Mar. 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.